Event description:
Technical services received a call on 01/12/2011 from sales rep. Not able to release the lead and have tried a non-ratchetting screw driver as well. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).